Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The physician advanced the 3.0x9mm maverick2 balloon to the lesion and inflated it to 14 atms and the balloon ruptured. There were no patient complications. Patient status is reported "fine".

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.